Manufacturer narrative:
H10: additional manufacturer narrative: stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, the nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis in this case was most likely impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. Updated b2, b5, b7, and h6: updated d4 expiration date. Updated h4 device manufacturer date. H11: corrected data: based on the additional information obtained, this event is no longer considered reportable, and this correction is being submitted.

Event description:
It was reported that a patient with a 23mm 2800 pericardial valve, implanted in the aortic position, underwent a valve-in-valve procedure after an implant duration of 18 years, one (1) month due to severe symptomatic stenosis. The patient presented with chronic diastolic heart failure class 2-3. The surgical valve was fractured with a true balloon, and the tavr was performed successfully with a 23mm s3 ultra transcatheter valve. The patient was discharged to home on pod #1 in a stable condition. There was no allegation that the surgical valve failed or malfunctioned prematurely.

Manufacturer narrative:
Additional manufacturer narrative: bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular regurgitation and/or stenosis. Multiple requests for additional details regarding this event (i.e., medical records) have been performed; however, no additional information has been provided. The subject device is also unavailable for evaluation as the it remains implanted in the patient. Therefore, the reported event could not be confirmed. There is currently insufficient information to determine the root cause of this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If any additional information is received, a supplemental report will be submitted accordingly.

Event description:
It was reported that a patient with a 23mm 2800 pericardial valve, implanted in the aortic position, has been placed under evaluation for a valve-in-valve procedure after an implant duration of 18 years, 12 days due to unknown reason. No additional information has been provided.